Manufacturer narrative:
Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. "Keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a clinical study that this patient to outpatient follow up with complaints of local trauma at drainage at driveline site with increased drainage and tenderness as a result of getting the driveline caught on bedpost. Cultures were obtained; results were not provide. The patient was started on a 10 day course of doxycycline and also was administered intravenous vancomycin during the course of her treatment. CT abdomen/pelvis take on (B)(6) 2015 results were negative. Investigation is ongoing.